Event description:
It was reported that while in use in a patient, the cs300 intra-aortic balloon pump (iabp) had a vacuum failed alarm and then the iabp device shut itself off. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm was able to verify that the iabp had recorded a number of events in the iabp¿s diagnostic error log. The events recorded were low vacuum, system failure, electrical test fail code #52 and iabp shut down. The stm then ran device on simulator with no abnormalities, the stm proceeded to visually inspect the interior of the iabp, which showed nothing unusual and no fluid intrusion was evident. The stm then performed a full calibration, the iabp passed all functional and safety test per factory specifications and all measured parameters were within specification. The stm ran the iabp for two hours without incident. The stm returned the following day and placed the iabp on a simulator for an extended operation over the weekend. The stm returned to the facility at a later date, after the extended operation, and discovered that the iabp had experienced a system failure and iabp shutdown after approximately ten hours of operation. To address the issue, the stm order and replaced the drive manifold, performed a full calibration. The iabp passed all functional and safety test per factory specifications. The stm allowed the iabp to run over night on simulator (approximately 17 hours). The stm returned to the facility and after ensuring that the iabp was operating properly, the stm cleared the device for clinical use.

Event description:
It was reported that while in use in a patient, the vacuum failed on the cs300 intra-aortic balloon pump (iabp). There was no harm or injury to patient and no adverse event was reported.